Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her insulin pump keeps alarming with no delivery when she attempts to bolus. The patient's blood glucose at the time of incident was 593 mg/dl. She treated her high blood glucose with manual injections, and has become so frustrated with the pump that she claims to not use it anymore. Troubleshooting was initiated for the no delivery alarm, and the customer was able to successfully prime the tubing. The customer was advised that the pump was working as designed. No products were returned and an unspecified number of infusion sets were shipped to the customer.